Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a touchscreen failure and power source issue. The device was not in patient use. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a touchscreen failure and power source issue. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device system board needs to be replaced to address the issue.